Manufacturer narrative:
The na electrode lot number is x3661. The expiration date was not provided. The field service representative adjusted the vacuum nozzle. The dilution cup was chipped. He performed qc with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 151.1 mmol/l. The repeated result was 145.5 mmol/l.